Event description:
It was reported that the user, utilizing freestyle libre 3 plus, sought assistance to start a sensor and after re-scanning received a message indicating the sensor was already in use with another device, indicating the sensor was started on the libre app and not with the ilet app. No adverse clinical symptoms reported. Outcomes included no health consequences or impact and the user reverted to backup therapy until new sensor could be obtained. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with incorrect procedure or method during sensor start and did not implicate a specific device part or subassembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error related to improper procedure during setup.